Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The patient was revised on (B)(6) 2020 to address "loosening of shoulder tep", with severe metallosis, pronounced chronic fibrosing and scarring inflammation with metallosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received delta xtend shoulder prosthesis left side in 2016. Since about one year after implantation patient experienced pain. Revision because of pain on (B)(6) 2020. Intraoperatively patient tissue was found to be black. Surgeon is suspecting a low grade infection; there were no signs of metal wear that would have caused the black tissue.